Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. It was reported that a pediatric patient was using an adult receiver. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. No additional event or patient information is available. Data was received for evaluation. However, an evaluation cannot be performed to confirm the reported problem. A root cause could not be determined. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.